Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that patient anatomy and/or attempts to grasp resulted in the reported tissue damage. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was advanced, and after the second grasping attempt, a tear was observed on the posterior leaflet. The clip was implanted, mr remained at a grade of 4. To further reduce mr, an additional clip was advanced and deployed, reducing mr to a grade of 3+. The tear was left untreated. There was no clinically significant delay in the procedure. No additional information was provided.